Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs settings along with increased capture thresholds. In addition, it was reported that when the pacing output is greater than 2.4 v the patient experienced diaphragmatic stimulation. An echogram was performed which showed a slight reduction in the ejection fraction for which a procedure to downgrade the patient to a different device was being considered. Technical services (ts) was consulted and provided options for the possible replacement procedure. Further information was provided stating that the root cause for the reported loc remained unknown and continuous monitoring was going to be provided. This rv lead remains in service. No adverse patient effects were reported.